Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator at a routine follow-up. As the patient was pacemaker dependent, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. As received, the elective replacement indicator (eri) was activated. Final analysis found that the eri indicator was triggered due to a measured data anomaly which caused a measured battery voltage below 2.50 v. After clearing the eri indicator and recalibrating the measured data, battery voltage was normal at 2.77 v. The measured data anomaly could not be reproduced and normal function ensued.